Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An open clamp was reported and is a known cause of a leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. The guide also instructs the user to close all clamps at the end of therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked. This was identified during fill cycle two of peritoneal dialysis (pd) therapy while the patient was connected. The reporter further described the leak as there being fluid beneath the homechoice device. During troubleshooting, the technical service representative (tsr) identified that there was an open clamp on the drain line. The tsr had the patient close the clamp and advised the patient to continue therapy using continuous ambulatory peritoneal dialysis (capd) until a replacement homechoice arrived. There was no patient injury or adverse event reported. No additional information is available.